Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 "stops working after 10 minutes." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. A defective battery that was not working properly was determined to be the root cause of the power issue. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 "stops working after 10 minutes." No patient impact or consequences were reported.